Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown if lens was implanted. If explanted, give date: unknown if lens was implanted, hence unknown if explanted. Other: the actual device was not returned for evaluation by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A product box was received with a note that said za9003 intraocular lens (iol) haptic was broken. It was learnt that the actually lens was not returned only the packaging was received. Despite several follow-ups, no other information was provided.